Event description:
It was reported that the drain bag and leg rest were stuck. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative verified the reported issue. The system was not repaired during the service call. The customer cancelled the service call.